Event description:
Customer reported blood glucose results of 310 mg/dl and 101 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, insulin pump administered normal dosage of insulin based on 101 mg/dl result. No adverse event reported. A request was made for the return of the system, replacement was sent.